Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004: the patient was pre-operatively diagnosed with failed back syndrome, ruled out pseudoarthrosis at l3-l5 with degenerative spondylosis at l2-l3 and l5-s1 above and below the previously attempted fusion with rod instrumentation and underwent the following procedure: removal of rods, l3 to l5, with exploration and fusion at l3 to l5. Revision decompression, lumbar laminectomy. Posterolateral transverse process intrafacet fusion with rh-bmp-2 allograft, autograft, prp matrix at l2-l3, l3-l4, l4-l5 and l5-s1. M8 segmental pedicle screw and rod fixation, l2 to s1. Scar revision 20 cm. Somatosensory-evoked potential and direct pedicle screw simulation technique. As per-op notes" reharvested bone was utilized in combination with granules and we used rhbmp-2 on collagen sponge as per the manufacturer's recommendations. The granules and the allograft to autograft was wrapped in the bmp sponge mixed with the prp matrix. Next, after preparing the surfaces after decortication, this was place din the region expanding the l2 to s1 lamina interspace and sacral area." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.